Event description:
It was reported that during a routine follow up visit, high lead impedance and oversensing/noise was observed. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the proximal conductor of the lead developed a fracture due to flexing while in vivo. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).